Event description:
On the (B)(6) 2010, the patient missed a step and fell on his knee. The patient experienced excruciating pain and was unable to move his knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.